Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd extension sets was leaking. The following information was received by the initial reporter with the verbatim: clinician experienced: leakage with the bd extension sets saline please see attached excel sheet for additional information.